Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The customer did not recall the blood glucose reading. The customer reported that the drive support cap appeared normal. The customer was able to complete the rewind process. The motor error alarms were found multiple times on (B)(6) 2015. The customer also received a no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.